Manufacturer narrative:
Corrected data: upon further review of the reported event, it has been determined that the complaint does not meet the reportability criteria for a reportable serious injury or malfunction. The symptoms reported (redness in eyes and possible allergic reaction) are not serious in nature and although medications were given, they were not to preclude permanent impairment of a body function or to prevent permanent damage to a body structure but were intended to mitigate symptoms. Therefore, the initial MDR should not have been submitted. No further information will be provided under MDR 3012236936-2024-0001889. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the end-user experienced rednesss in their eyes after using oxysept 1-step product. The end-user visited an eye clinic and was told by the physician that it could be an allergic reaction. Allegion and hyalein were prescribed, and they have recovered. It was indicated that the end-user had exchanged the product twice due to a moldy case when the container was rinsed with another manufacturer's solution. No further information was provided. The product consists of both the solution and neutralizing tablets. This report is for the neutralizing tablets. A separate report will be submitted for the other product.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4 - lot number: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI number: unknown as product lot number was not provided. Section d6a - implant date: not applicable as the product is not an implantable device. Section d6b - explant date: not applicable as the product is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product lot number was not provided. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.